Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was pt has not used the ins in years because it gave her panic attacks since asked unknown event date. Pt could feel the vibration up to her collar bone and it would give her a panic attacks so she said she would rather just deal with the pain. The patient was redirected to their healthcare provider to further address the issue. The patient called back with patient programmer present. Pt noted they had 3 different specialist stating the pt needed an MRI. Pt was ready to get the implant taken out. During call patient services (ps) attempted to walk pt through how to enter MRI mode, pt kept on receiving the message poor communication even without the programmer antenna plugged into the programmer. When ps asked if pt had any recent falls or traumas pt noted that they did fall and had issues and that's why the pt head needed to be checked out; pt had bad vertigo and nausea which led them to gall into their bathtub. Pt noted that their implant battery also moved a lot and it was painful. Pt noted for 1, 2, or 3 years the implant would flip but it had not flipped in a long time.

Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) 2011 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on 2022-jun-20. It was reported that the cause of the vibrations throughout the body and up to the collarbone was not determined. Explant of the system is planned for (B)(6) 2022, but is pending the results from a cardiologist of the pt's pre-op required EKG. Pt will discuss with their hcp whether or not the device will be returned for analysis once it is explanted.

Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) 2011 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt weight updated.

Event description:
Additional information from the patient indicated that they needed an MRI of the head/brain. Pt was scheduled for an MRI this morning and they did not have a compatible MRI machine. They found another MRI facility and they want pt to put ins into MRI mode. MRI tech told pt ins needs to be removed since pt could not go into MRI mode. Patient services (ps) reviewed pt's ins does not have MRI mode. Reviewed ins needs to be off. Pt repeated pp showed poor communication screen and pt did not feel stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.